Event description:
Reporter alleged when going to a routine doctor appointment about a week ago, blood glucose measured 200 mg/dl compared to the doctors' measurement of about 458 mg/dl when performed within 1-2 minutes apart. It was stated the doctor indicated there were ketones present in the customers' urine, however, no treatment or actions were taken reportedly at the time. Reporter indicated taking insulin afterwards and continuing to test urine as a result. A request was made for the return of the suspect device and replacement product was sent.